Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Technical support provided instructions to reset the pump, and after the reset, the malfunction did not recur. The customer was informed that they could continue using the pump and to call back if the issue reappeared.